Manufacturer narrative:
Additional information: a5 - requested but not provided at the time of this report. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) was explanted due to a subluxation and decreased visual acuity. Additional information suggests that the non-j&j backup iol was implanted into the patient's operative eye. Patient status post-procedure has improved. No further information was provided.